Manufacturer narrative:
H10: additional narratives: updated b5, b7, d4, h4, and h6 per new information received. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 21mm aortic valve, implanted approximately one (1) year and one (1) month was explanted due to moderate aortic regurgitation secondary to pannus overgrowth on the leaflet which corresponds to the non-coronary cusp at inflow side. The device was replaced to a non-edwards device with no patient adverse event reported.

Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards learned that a 21mm pericardial aortic valve, implanted approximately one (1) year, had moderate regurgitation secondary to tear in the center of a leaflet which corresponds to the right-coronary cusp. A surgical or percutaneous intervention is being considered for the patient.